Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/22/2016 with the following findings: investigation revealed a dim reddish text on the display screen. The battery compartment was also observed to be cracked below the grip pad to the case seal. The keypad cover was also found to be missing, two contacts were inverted and all buttons were unresponsive. The bolus button was also unresponsive; the bolus button cover was removed and there was moisture damage found on the bolus contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim reddish text on the display screen. The battery compartment was also observed to be cracked below the grip pad to the case seal. The keypad cover was also found to be missing, two contacts were inverted and all buttons were unresponsive. The bolus button was also unresponsive; the bolus button cover was removed and there was moisture damage found on the bolus contact. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/22/2016.